Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Device product code - oog. Device not returned.

Event description:
During a procedure, the surgeon used the resection guide on the 4in1 block. After the resection, surgeon noted notching on the femur in extension. As a result the surgeon drilled up the canal to clean up the distal cut and downsized the femoral component.